Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation.

Event description:
Material#: unknown; batch number#: unknown. It was reported by customer that about a month ago she saw foreign material and blood backfill on the bd syringes. Verbatim#: rcc received a complaint via email. Email(s) attached. Vendor part#: unknown lot number: unknown a registered nurse (rn) reported via email that about a month ago she saw foreign material and blood backfill on the bd syringes. Dear customer: the purpose of this letter is to notify you the manufacturer that fresenius medical care na distributors of your syringes received the above complaint.

Manufacturer narrative:
B.3: the date received by manufacturer has been used for this field. D.3: franklin lakes has been listed as the manufacturer. H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe contained foreign matter. The following information was provided by the initial reporter: "a registered nurse (rn) reported via email that about a month ago she saw foreign material and blood backfill on the bd syringes. Dear customer: the purpose of this letter is to notify you the manufacturer that fresenius medical care na distributors of your syringes received the above complaint."